Manufacturer narrative:
Although requested, the affected device has not been received and the customer has declined any investigation assistance.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "it was identified by (B)(6) that two anesthesiologists while using a syringe pump, the alaris syringe, model 8110, carefusion, infused the medication propofol, that they had drawn up into a 60ml syringe, into more than one pt without changing out the syringe between pts. I was asked on behalf of (B)(6) to report this to FDA. The info has already been reported to (B)(6). Dr. (B)(6) in turn has reported this cdc and FDA. Cdc has requested that a medwatch report be filed with the FDA." There is no allegation of a device malfunction, only of the same syringe of medication having been used on more than one patient. The customer declined any investigation assistance and stated that no further event information would be provided.